Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, t-wave oversensing was observed. Actions take by physician is currently unknown. There were no adverse consequences for the patient who feels good.

Manufacturer narrative:
Since the pacemaker is in aai mode and stimulates in the atrium it might look like it's t-wave oversensing however it is not, i.e. Normal function of pacemaker. No adverse consequences for patient.